Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported sheath not splitting as expected/device damaged the sheath and the reported detachment was confirmed. Based on a visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was achieved using a starclose se device with a 6f sheath after a percutaneous coronary intervention (pci) procedure. Reportedly, it is possible that a small piece of "plastic" remained in the subcutaneous tissue at the access site when splitting the sheath. The starclose se device damaged the sheath. The arteriotomy was successfully closed with the starclose se clip and the patient is reported to be doing well with no complications being reported. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.